Event description:
It was reported that during transfer when the patient was with the maximove 3 the left leg side of the sling became detached from the spreader bar and the resident to side out onto the floor. The caregiver stated it may have been caused by the resident¿s excessive movement while being raised and possibly it may have been kicked off by the resident. As a consequence of the event the patient sustained a minor subdural hematoma.